Event description:
It was reported that a pump was displaying "reservoir volume empty" error while not being empty. The cassette was no due to be changed for another day. Instructions were given to change the cassette anyways and the error was resolved. It is unsure if the error was caused by the pump, cassette or by human error. The pump is currently in use by the patient. This is a continuous infusion. The actual product is not available for investigation. The device was not replaced. The patient was able to switch to a backup product. The infusion was continued. Infusion is life-sustaining. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.